Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted in a patient with a history of diabetes. After some period, patient presented tass (toxic anterior segment syndrome) and it was treated with a steroid and pain reliever. However, treatment with medication was unsuccessful, and endothelial decompensation of the right eye occurred. In (B)(6) 2015, the patient received endothelial transplant due to the corneal failure in right eye. The procedure occurred with success, however in (B)(6) 2015 opacity of the lens was noted. The surgeon has suggested lens explant, but has indicated that treatment for diabetes will need to occur before the procedure can take place. Additional information has been requested but has not been received.